Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture retrieval issue was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture retrieval issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that closure of the femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when the plunger was removed, no suture was present. Another device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.